Event description:
Stryker representative in (B)(6) reported that in the twin fix surgery there were two twin fix screws defective. At the time of surgery, the screws were broken in different areas. During the surgery, a replacement was available. The surgeon decided to use the replacements instead of the broken screws. Another distributor offered the replacement screws. Both screws were used in the same surgery. Finally, the doctor got to cut the bone.

Manufacturer narrative:
Investigation in process, but not yet complete.